Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The getinge service territory manager (stm) replaced the 9 volt battery and verified that the critical alarm was operating as it was designed to. The stm completed the pm with full calibration, functional testing and safety checks to factory specifications. The iabp passed all tests, and was returned to customer and cleared for clinical use.

Event description:
During a schedule preventive maintenance (pm) by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) battery was discharged and was not functioning. No patient was involved during this event. No adverse event was reported.